Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a legacy full height (fh) drawer was not opening, although the sensors worked fine in the hardware test application (hta). A field service engineer (fse)installed a solenoid, but the drawer still did not open. The fse turned off medstation and replaced failed drawer with new one and attached all cables. Then the fse logged into the hta and removed all empty fh cubie drawers. The pyxis was rebooted, and the fse manually removed all loaded cubies from the old fh drawer. Once the application was up the drawer was assigned to open and failed space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 5 would not open and failed to recover. The drawer did not pop open and remained failed. However, there were no adverse events or injuries reported due to this event.